Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the anastomosis opened; so, it was necessary to perform a manual suture. It was not reported how the procedure was completed. There were no adverse consequences for the patient.